Event description:
Caller reported a cartridge alarm 30 during the pumping process. Caller did not experience an adverse impact to blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump.